Event description:
Revision surgery - the pt presented with patellar pain, unrelated to the knee replacement. The doctor decided that since the knee was already open, he wanted to swap out poly since it was twelve years old but showed no signs of wear.